Event description:
It was reported that intermittent unspecified cartridge alarms occurred. Reportedly, customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.